Event description:
The customer reported to olympus, during an unspecified therapeutic procedure, when the forceps were pushed through the scope channel, debris fell out into the patient. The debris appeared to be tissue from an unknown prior procedure. The debris was unable to be retrieved. The patient passed all unspecified tests and was not affected. The olympus field service engineer assessed the oer-pro and reported: performance test passed, channel pressure test passed, cycle test passed, checklist passed, tested good and placed machine back in service. This event includes 2 reports: (B)(6) : gif-h190, 2200391. (B)(6) : oer-pro, 2632752. This report is 1 of 2 for (B)(6) : gif-h190, 2200391 the MFR medwatch report associated with this event was submitted on time under manufacturer report # 9610595 - 2022 - 03543. Upon review olympus is submitting the corresponding importer medwatch report.